Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during the patient's implant, the power module (ppm) was moved with no controller connected to it causing the ppm to turn off and its internal battery to activate. The ppm was exchanged for the patient to be implanted; the issue did not cause a delay in the patient's implant procedure. The same ppm patient cable was used with the new ppm. During hemostasis, the site attempted use the new ppm, but the same issue occurred when the unit was manipulated. The ppm patient cable was exchanged, and the issue resolved. The site attributed the issue to the ppm patient cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ac power to the power module turning off was not confirmed. The provided information stated that the power module backup battery activated when the ac power was lost. It was reported that the issue occurred on two power modules when using the same patient cable, and the issue was resolved after exchanging the patient cable. The exchanged patient cable was returned for evaluation; however, the issue was not reproduced during testing. The patient cable was functionally tested with a test power module, system controller, and pump and the system operated as intended without any losses of ac power or atypical alarms, including when the patient cable was manipulated by hand. Electrical testing of the patient cable revealed current leakage between one of the redundant positive power lines and one of the redundant negative power lines associated with the black power cable. No physical damage to the patient cable was observed. The root cause of the reported event could not be conclusively determined through this analysis; however, the observed current leakage in the patient cable could have contributed to the reported event. Incidental findings: increased resistance on the transmission communication wire in the white power cable the power module patient cable is manufactured by a third party who maintains the device history records. Heartmate 3 instructions for use (IFU) (rev. G) section 3 ¿powering the system¿ describes the various ways to power the heartmate 3 lvas, including how to use the power module. This section informs the user to plug the power module into a properly tested and grounded ac electrical outlet that is dedicated to power module use. This sections also informs the user not to use an outlet that is controlled by a wall switch, not to use an adapter plug for an ungrounded wall outlet, and not to use a portable, multiple outlet adapter. Additionally, this section explains the operation of the power module backup power, and that the power module should remain plugged into ac power at all times. During a power module power failure, it is stated that the patient should be transferred to mobile power unit or battery powered operation. Heartmate 3 IFU (rev. G) , under section 7 ¿alarms and troubleshooting¿ covers all power module alarms and visual indicators, including the ac fail alarm, and the actions to take when the alarm occurs. Heartmate 3 IFU (rev. G) section 8 ¿equipment storage and care¿ describes how to care for and clean all equipment. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.